Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 7076815 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impendences that caused loss of stimulation. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 7076815 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI)#: (B)(4) block d2b: pro code (product code): qrb.

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impendence's that caused loss of stimulation. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.